Event description:
The customer reported the abnormal 5c level ii control was recovering incomplete neutrophils (ne) and lymphocytes (ly) on the coulter hmx analyzer. The customer noted that the laboratory temperature was at 22 degrees c and stable and was not affecting the instrument. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 10/16/2014. The fse found that the differential preservative reagent pump pm12 was not working properly. The fse replaced the pump, which repaired the control issue. The repairs were verified per established procedures. (B)(4).